Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart alarm. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer stated that they were able to complete rewind. Customer reports they were able to clear the alarm. Customer reported they received another alarm after a battery change. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be return for analysis.